Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 425 mg/dl at the time of incident. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high bg event. Based on customer report customer does not allege pump was under delivering. Customer states that the cannula was bent. Customer also states that they received insulin flow block blocked alarm during bolus and insulin was exited. The insulin pump will not be returned for analysis.